Manufacturer narrative:
Quality safety evaluation received on 25-aug-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 30-aug-2016 for the following meddra preferred terms: abdominal pain lower: the analysis in the global safety database revealed (B)(4) cases; allergy to metals: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and was hospitalized due to continuing severe lower abdominal pain. She was submitted to a bilateral salpingectomy and hysterectomy; which revealed inflammation of uterus and fallopian tubes. According to her; her physician suspected nickel allergy could be the reason for the events; which recovered after the surgery. All events were considered serious due to medical importance or hospitalization; and are listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and usually resolve after device removal. Additionally, abdominal, pelvic pain and uncharacterized pain may occur with essure therapy. In this particular case, consumer had abdominal pain and rash, which started in close association with essure insertion and recovered after devices removal. Therefore, causality with the suspect insert cannot be excluded. Since a surgical intervention was required, this case was regarded as incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority in (B)(4) on 02-jul-2015 which refers to herself. She is a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Consumer reported that the insertion was very painful. According to the product information the consumer expected that she would be able to leave the hospital after 10 minutes. Due to the pain complaints she had to stay in the hospital for 4-5 hours. These pain-complaints persisted and according to the consumer the complaints never left. The pain was especially located in the lower abdomen. Because the complaints increased badly she contacted the hospital by phone 4 times. She was invited for consult every time. Consumer was examined by several disciplines, there was suspicion of appendicitis or pyelonefritis. Complaints could not have been caused by essure. No diagnosis could be made and the consumer was sent home with painkillers. Besides severe complaints in her abdomen consumer experienced rash. In (B)(6) 2014 the pain complaint got so worse that consumer was referred to the hospital by the general practitioner on duty. She was hospitalized overnight and had various examinations. Next day consumer was sent home because no diagnosis could be made. In (B)(6) 2014 the consumer visited her gynaecologist. Because the complaints occurred immediately after insertion of essure, the gynecologist was of the opinion that this could be the cause of the complaints. On (B)(6) 2015 both fallopian tubes and uterus were removed. Inflammation of uterus and fallopian tubes was diagnosed. Gynecologist suspected that the nickel allergy could be the reason. After removal of the essure all complaints resolved. Due to the complaints consumer was not able to work for months. No further information was provided. Case closed. Follow up 09-jul-2015: follow up information received from gynecologist. Essure was inserted by another gynecologist in (B)(6) 2014. Oviducts and uterus were removed by the reporter via therapeutic laparoscopy. On (B)(6) 2015 from start persisting pain right abdominal complaints at patient. After laparoscopy free from complaints. Nickel allergy was reported that time. No additional details were provided. Case closed. Follow-up received on 09-jul-2015: following internal review from information received on 09-jul-2015 it was noted that an interpretation mistake was made with translation of the source document. Information reviewed states that, from start, patient experienced persisting pain right abdominal complaints. On (B)(6) 2015, oviducts and uterus were removed by gynecologist via therapeutic laparoscopy. Follow-up received on 14-jul-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 16-jul-2015 for the following meddra preferred terms: abdominal pain lower. The analysis in the global safety database revealed (B)(4) cases. Allergy to metals. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and was hospitalized due to continuing severe lower abdominal pain. She was submitted to a bilateral salpingectomy and hysterectomy; which revealed inflammation of uterus and fallopian tubes. According to her; her physician suspected nickel allergy could be the reason for the events; which recovered after the surgery. All events were considered serious due to medical importance or hospitalization; and are listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and usually resolve after device removal. Additionally, abdominal, pelvic pain and uncharacterized pain may occur with essure therapy. In this particular case, consumer had abdominal pain and rash, which started in close association with essure insertion and recovered after devices removal. Therefore, causality with the suspect insert cannot be excluded. Since a surgical intervention was required, this case was regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No follow-up information will be requested, since this case was received via regulatory authority.